Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient presented complaining of lightheadedness with a rate of 60 paces per minute. It was noted that the pacemaker had been checked two weeks prior and was showing a battery voltage of 2.6 volts with an estimate of 3-6 months longevity. It was discussed that when the device voltage drops below 2.6 volts, then elective replacement indicator (eri) may be triggered and the device defaults to vvi 65, which may explain the feeling of 60 paces per minute. The device remains in use. No patient complications have been reported as a result of this event.